Event description:
It was reported intermittent occlusion alarms occurred. There was no adverse impact to the customers blood glucose level. The customer managed the issue by changing the infusion set and cartridge, resuming insulin. Reportedly, the customer doesn't remove air from the cartridge during the load sequence, which is considered off label use.